Event description:
Litigation papers allege the pt underwent revision surgery. Update: revision was reported by the sales rep. Pt was revised to address pain and cup loosening. Update: (B)(6) 2011 - amended litigation papers allege pt suffered high levels of metal contamination in pt's blood system, severe pain and suffering in his right hip and leg, inability to bear weight on his right leg, medical and incidental expenses, and emotional distress. Femoral head added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.